Manufacturer narrative:
This follow-up MDR is created to document the additional event information received, corrected device information, and the conclusion of the investigation. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, because qa's examination may not conclusively confirm or disprove the report of benign urinary functional signs and dysuria, qa accepts the physician's observations and reasons for surgical intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm was not able to confirm the complaint or investigate further due to the lot number not being provided.

Event description:
Additional, updated event information was received: event: benign urinary functional signs. Date of onset event: (B)(6) 2016. Description of the event: benign urinary functional signs after altis surgery: symptom of urinary retention, incomplete urination with burns, urinary pain, and pollakiuria. Pvr = 500ml. The patient experienced a concomitant recurrent cystitis that was treated with fosfomycin 3g. Treatment of the event: hospitalization - revision of the altis sling (section of the device without removal: section on left para urethral) on (B)(6) 2016. New revision of the altis sling (section of the device without removal) in 2016 but done by other surgeon in another clinic. Status of the event: resolved on (B)(6) 2016. According to the surgeon, the event is related to the procedure. The site confirmed that cystitis was part of the patient's medical history (recurrent cystitis).

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation, additional event and device (lot number) information received and updated codes. Without the benefit of analyzing the device, qa cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, qa will re-evaluate this complaint in accordance to procedures. However, qa accepts the physician's observations of such as the reason for intervention. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Event description:
Additional information received stated. Event "cystitis" : deleted (cystitis was a medical history). Event "benign urinary functional signs & dysuria": treatment of the event: = hospitalization - revision of the altis sling (section of the device without removal: section on left para urethral) on (B)(6) 2016. "New revision of the altis sling (section of the device without removal) in 2016 but done by other surgeon in another clinic" new event reported (event 2): vaginal extrusion. Date of onset event 2: (B)(6) 2016. Description of the event 2: one month after the first revision of altis sling on (B)(6) 2016, the patient reported that her partner had a permanent discomfort during sexual intercourse. She went to another clinic for a revision of the altis sling. Treatment of event 2: revision of the altis sling (section of the device without removal) made by another surgeon: cut the part that came out the vaginal wall. The date of this new revision was unknown but it was done before (B)(6) 2016. Status of the event 2: resolved on (B)(6) 2016. According to the surgeon the event 2 is related to the procedure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, patient experienced 2 events after altis procedure. Event 1: benign urinary functional signs- date of onset event 1: (B)(6) 2016. Description of the event 1: benign urinary functional signs. Treatment : no treatment. Status of the event 1: resolved on (B)(6) 2016. Event 2: dysuria. Date of onset event 2 : (B)(6) 2016. Description of the event 2: dysuria. Treatment : hospitalization - revision of the altis sling : section of the device (without removal) status of the event 2: resolved on (B)(6) 2016. On (B)(6) 2016, the device was still implanted.